Manufacturer narrative:
H3: the service report (403437159) confirmed the reported event that the broken bur was not rotating and noted that the broken bur was stuck in the (handpiece) collet, and the motor ran rough. Visually, the handpiece collet was lodged onto the inner and outer hubs upon return¿ the collet was unable to be removed. Entire portions of the inner shaft and outer tube were cut distal to the outer hub upon return. Under magnification, there were indentations on the chevrons on the proximal end of the inner hub. Functionally, the device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that bur does not rotate in the m5 handpiece. There was no patient impact. During analysis of handpiece found that the bur was broken.